Event description:
It was reported that, when attempted to insert the tip of the subject guidewire into the insertion tool, the coating on the subject guidewire chipped off into small black granular material. The subject guidewire was replaced with another device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas from the proximal end. The core wire distal end was observed through the distal tip. The guidewire was returned with ptfe peelings in a gauze. Functional inspection: hydrophilic coating was hydrated there were no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. Additional information indicates the device was prepared as per the directions for use, it is unknown if there was any damage noted to the packaging prior to opening the packaging, it is unknown if the device was confirmed to be in good condition during preparation/prior to use on the patient and it is unknown if continuous flush set up and maintained throughout the clinical procedure. Flush was given inside the microcatheter at the time when the guidewire was inserted, there was no resistance when the guidewire was taken out of the dispenser hoop and the guidewire was shaped but the degree it was shaped is unknown. There was no friction or resistance felt at the hub. The introducer sheath was used, when inserting the guidewire. Analysis of the returned device found an attempt had been made to shape the guidewire tip. The guidewire was kinked from the proximal end. There was no anomaly with the hydrophilic coating however the ptfe coated length was damaged. Scraping and peeling was evident in several sections from the proximal end and a gauze of ptfe peeling was also returned. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ in addition to the as analyzed ¿guidewire kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that, when attempted to insert the tip of the subject guidewire into the insertion tool, the coating on the subject guidewire chipped off into small black granular material. The subject guidewire was replaced with another device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.